Manufacturer narrative:
Patient's exact age is unknown; however it was reported that the patient was over the age of 18. The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown at this time. (B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a spyscope digital access and delivery catheter was used in the bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2018. According to the complainant, during the procedure, they were able to insert the spyscope ds through the working channel of the duodenoscope smoothly. When the physician tried to introduce the jagwire guidewire through the spyscope ds, the working channel of the spyscope ds protruded. There were no reported issues with the jagwire guidewire. The procedure was completed with this device. There were no patient complications reported as a result of this event. The patient's condition at the end of the procedure was reported to be stable.